Manufacturer narrative:
A component of the superdimension system, the pt sensor triplet (pst) was removed from the system, and replaced. The customer received a new pt sensor triplet as a replacement. At this time, superdimension has not yet received and or processed the return. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.